Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The device was received and passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The probable cause for the iipv found in the device logs was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The service history was reviewed and the device has not been previously returned for any issues related to iipv. The device was subsequently forwarded to service. Product surveillance contacted the nurse and provided the results of evaluation and the probable cause identified. The nurse stated that the patient is doing well on the new cycler. The nurse confirmed that there was no medical intervention or patient injury was associated with this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
Product surveillance received information from a baxter technician that an increased intraperitoneal volume (iipv) was identified on a returned homechoice (hc) device. This overfill event occurred on (B)(6) 2010, during drain cycle 5. The drain volume was 3737 ml. This drain amount meets overfill criteria.